Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folding, deformation and device's weight to the specification. Cloudiness and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.